Event description:
It was reported that the pump encountered a cartridge change error. There was no reported adverse impact to the customer¿s blood glucose level. Additionally, the cartridge o-ring was missing, and the customer confirmed the o-ring was not located on the pneumatic tap.the technical support instructed the customer to inspect and clean the pump, but the error persisted even after attempting to use a second cartridge. Consequently, the decision was made to replace the pump. The customer, whose pump was out of warranty, was advised to use multiple daily injections (mdi) as a backup therapy and confirmed they could store and return the defective pump. The customer was also instructed to return the problematic device using a pre-paid label within ten days.